Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer also stated that the insulin pump buttons were less responsive. Customer also stated that the insulin pump had insulin flow blocked alarm repeatedly. Customer also stated that there was crack on back of insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be return for further analysis.